Manufacturer narrative:
The reported events were lead dislodgement, low sensing, and high capture threshold. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning, the helix could be fully extended and retracted by applying torque to the connector pin. The full helix extension length was within specification. The reported events of low sensing and high capture threshold were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies.

Event description:
It was reported that during a follow up in clinic, inadequate capture and r-wave amplitude variation were noticed on the right ventricular (rv) lead. The inadequate capture and r-wave amplitlude variation was suspected to be a result of dislodgement of the rv lead due to the anatomy of the patient and patient ambulation. The rv lead was extracted and replaced to resolve the event. The patient was in stable condition.